Event description:
Pt with acute "gib". History of acute respiratory failure requiring tracheostomy and mechanical ventilation. Corpak inserted to 84-85cm mark. Iatrogenic pneumo, 60%m from ngt insrtion into right lung. Pt required insertion of chest tube for approximately 48 hours. Nurse reports no long-term sequelae attributed to event and that pt has subsequently been discharged.